Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 872996) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure sterilization, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed (discrepancy: (B)(6) 2021 was reported as sterilization date). Lot number: 872996 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('changes in menstrual cycle') in a female patient who had essure (batch no. 872996) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune problems"), feeling abnormal ("brain fog"), amnesia ("memory loss") and intracranial pressure increased ("intracranial hypertension"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menstrual disorder, autoimmune disorder, feeling abnormal, amnesia and intracranial pressure increased outcome was unknown. The reporter considered amnesia, autoimmune disorder, feeling abnormal, intracranial pressure increased and menstrual disorder to be related to essure. The reporter commented: after the essure sterilization, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed (discrepancy: (B)(6) 2021 was reported as sterilization date) lot number: 872996, manufacturing date: 2011-07, and expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jan-2022: follow up was received via lawyer: events (previous event: medical device removal) were specified: changes in menstrual cycle, autoimmune problems, brain fog and memory loss, and intracranial hypertension. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('changes in menstrual cycle') in a female patient who had essure (batch no. 872996) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune problems"), feeling abnormal ("brain fog"), amnesia ("memory loss") and intracranial pressure increased ("intracranial hypertension"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menstrual disorder, autoimmune disorder, feeling abnormal, amnesia and intracranial pressure increased outcome was unknown. The reporter considered amnesia, autoimmune disorder, feeling abnormal, intracranial pressure increased and menstrual disorder to be related to essure. The reporter commented: after the essure sterilization, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed (discrepancy: (B)(6) 2021 was reported as sterilization date). Lot number: 872996. Manufacturing date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-feb-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 872996) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure sterilization, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed (discrepancy: (B)(6) 2021 was reported as sterilization date) lot number: 872996 manufacturing date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: consumer reported her full name and address. Essure indication was added. The unspecified event 'injury nos' was specified to medical device removal. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.